Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in post-operative check. The implantable cardioverter defibrillator was exhibiting non-sustained right ventricular oversensing and ventricular fibrillation. Review of stored electrogram confirmed the presence of p wave oversensing. No inappropriate therapy was delivered due to the oversensing. A chest x-ray was performed because the ventricular lead was noted to have decreased r-wave sensitivity and there was variation in lead impedance. No anomalies were found on the lead. The device was reprogrammed. All values remained stable during an interrogation performed two days later in-clinic.